Event description:
Clinic notes were received providing the patient was not taking aeds as previously recommended. The patient's mother stated that since hospitalization, she has had about 2 night time seizures per night and prior to hospitalization, she was having about 2 seizures a day. The mother reported for about a week, she has been giving onfi 800mg qd instead of onfi 800mg/400mg because the 'pharmacy ran out. The mother inquired about weaning off of the meds. The provider was not comfortable with that as the patient is having nightly seizures. The vns was interrogated and the battery is noted as less than 10%.

Event description:
It was reported that a vns patient was experiencing an increase in seizures and was admitted to the hospital as a result. The battery status was provided to be at intensified follow-up indicated. Additional relevant information has not been received to-date.

Event description:
Generator replacement surgery occurred. The explanted facility does not return devices to the manufacturer.